Event description:
It was reported that patient experienced prolonged charging with ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by facility.

Manufacturer narrative:
Exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event.